Event description:
It was reported that patient had the issue of the battery becoming very warm after the most recent replacement in 2024. Clinical finding: battery tilt, with the connection between the battery and the electrodes positioned downward. There is no clear explanation why the area around the battery suddenly feels very warm (the patient describes it as boiling). This was last felt about three months ago, and also during the early phase after the battery replacement in 2024.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.